Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2014. Customer's blood glucose was 737 mg/dl at the time of admission. Customer reported they were unable to lower their blood glucose prior to being hospitalized. Customer stated the cause of their hospitalization was from diabetic ketoacidosis. Customer was treated with an IV insulin drip. The customer stated they were wearing the insulin pump at the time of hospitalization. Customer also reported their alarm history showed a motor error alarm and button error alarm occurring. It was also found the customer experienced high blood glucose from a bent cannula in the past. The customer declined to return the insulin pump for analysis.